Event description:
Prior to the case, the user performed the leak and compliance tests and the machine passed. During the case, the user observed that the device was providing a sevoflurane reading of 1% no matter if the setting was increased. The condition was observed in both manual and automatic ventilation. The user was unable to retain pressure in manual mode. The biomed replaced the apl valve during the precedure and stated that the device functioned normally. The user completed the case using the device. No pateint injury. After the case, the biomed tested the machine. The biomed removed the fresh gas hose and was testing the system and believe that a leak was present and related to the vaporizers. The biomed reseated the third vapor position and the device functioned normally. The biomed tested the replaced apl valve and the valve functioned normally.